Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the movement on the imaging system was aborted. The site reported that sometimes the movement does not complete, even when pressing the button. This occurred with the gantry rotation and door open/close. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: correct UDI number (B)(4) received.